Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed hardware low level failures twice. No further details were provided. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump passed all functional testing including the rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. No pump error 63 occurred during our testing however, pump error 63 is noted in the formatted history file due to cold solder joints at the keypad assembly. The insulin pump was received with scratched case, keypad overlay peeling, pillowing keypad overlay and minor scratched lcd window.